Event description:
The customer reported that the jaws of the device would not open during a laparoscopic colectomy. There was no patient injury. The surgeon opened another device and successfully completed the procedure. The site has no additional information regarding the device or incident.

Manufacturer narrative:
(B)(4). The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.